Event description:
It was reported that three different burs broke off at the tip during one frontal drill-out case this morning. The doctor had to retrieve the fragments from the sinus. After the third bur broke off, the doctor switched to another m4 hand piece and used three more burs before finishing the case. The doctor commented that the burs seemed to work better with the second m4; no burs were broken after switching the m4. The handpiece was "chattering; making noise" while in use. There was no patient impact. It has been confirmed that the handpiece will not be returned for evaluation, it is still being used.

Manufacturer narrative:
(B)(4). Date received by manufacturer/date analysis completed: july 23, 2014. Product evaluation: received three (3) samples (the pouches were marked with sample #s) with original opened pouches and labels identifying sample 1 and 2 as part# 1883672hs, high speed tapered diamond bur from lot #¿s hg03wzb and hg02vjh. Sample 3 label listed part # 1883070hs - high speed rad frontal finesse bur from lot # 0207063246. The condition of all three devices showed customer use as there was presence of contaminants on the bur head for all three samples. Sample 3 - from visual evaluation, the spiral wrap was found hyperextended near the tip and portion of it was found unraveled. The distal tip remained intact and did not detach from the spiral wrap assembly. The inner shaft assembly with spiral wrap could not be retrieved from the outer shaft due to the curved design of the bur. The spiral wrap hyperextension and unraveling is indicative of possible procedural / anatomical / operational factors encountered by the customer during procedure which may have led to the failure observed on the device. These factors include and are not limited to difficult anatomical location, hard bone/tissue structure. These factors can cause the customer to exert pressure, manipulate and/or maneuver the device in a manner that may lead to hyperextension of the spiral wrap assembly. The blue hub was observed and there were no dimples to indicate customer miss-loading of device. The bur head was found to have considerable amount of bio-residue but did not appear to have been damaged in any manner. Sample 2 - from visual evaluation, the spiral wrap was found broken near the tip. The distal tip remained intact to the broken spiral wrap assembly. The inner shaft assembly with spiral wrap could not be retrieved from the outer shaft due to the curved design of the bur. The spiral wrap breakage near the tip is indicative of possible procedural / anatomical / operational factors encountered by the customer during procedure which may have led to the failure observed on the device. These factors include and are not limited to difficult anatomical location, hard bone/tissue structure. These factors can cause the customer to exert pressure, manipulate and/or maneuver the device in a manner that may lead to hyperextension of the spiral wrap assembly. The blue hub was observed and there were no dimples to indicate customer miss-loading of device. There were no indications of any manufacturing defect. Upon observing the bur head, considerable amount of bio-residue was visible but no obvious damage in terms bur head fragmentation was found. Sample 1 - from visual evaluation, the spiral wrap was found broken near the tip. The distal tip remained intact to the broken spiral wrap assembly. The inner shaft assembly with spiral wrap could not be retrieved from the outer shaft due to the curved design of the bur. The spiral wrap breakage near the tip is indicative of possible procedural / anatomical / operational factors encountered by the customer during procedure which may have led to the failure observed on the device. These factors include and are not limited to difficult anatomical location, hard bone/tissue structure. These factors can cause the customer to exert pressure, manipulate and/or maneuver the device in a manner that may lead to hyperextension of the spiral wrap assembly. The blue hub was observed and there were no dimples to indicate customer miss-loading of device. There were no indications of any manufacturing defect. Upon observing the bur head, considerable amount of bio-residue was visible but no obvious damage in terms bur head fragmentation was found. (B)(4).

Manufacturer narrative:
This device is used for therapeutic purposes. Suspect medical device: curved sinus burs, procode: eqj, (B)(4), 1883672hs lot: hg02vjh, manufactured: 2014-03-28, expiration date: 2022-03-28; curved sinus burs; procode: eqj, (B)(4), 1883672hs lot: hg03wub, concomitant device: microdebrider, 1898200t igs m4 erl, product: 1898200t, serial number: unknown, lot: unknown, 510k: k041413. (B)(4). Product evaluation: device analysis is expected, but not yet begun. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.